Event description:
It was reported that an unspecified number of clip appliers were not sealing the artery and in some cases were cutting it. The facility reported that there have been no pt injury reports filed.

Manufacturer narrative:
Final investigation of the device showed the device did not pinch properly due to internal damage to the handle.